Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began at 6:00 pm the same day. The cca noted that the pt manages her diabetes with oral medications and insulin; however, it is unclear what action, if any, she took regarding her diabetes management at the time the issue began. Approximately 3-1/2 hours after the issue started, the pt claimed she developed symptoms of feeling shaky and having a rapid heartbeat. In response to the symptoms, the pt reported treating herself with food and/or drink. At the time of troubleshooting, the cca noted that the subject meter's batteries had been replaced and there was no known trauma to the subject meter. The issue remained unresolved. Replacement product was sent to the pt. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and, reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.